Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On 18-may-2024, it was reported by the patient that infusion set tape not sticking within two days of use. Infusion set fell off at the time of sleeping. Infusion set was placed in abdomen. No further information was available.